Event description:
It was reported that the patients ipg pocket site was not healing normally as expected. The physician confirmed that there was no sign of infection that would cause it not to heal. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post-operatively.